Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not reproduced during field evaluation. The remote arm controller (rac) 1 on the surgeon side console (ssc) was replaced. The system was tested and verified as ready for use. A review of the site's complaint history identified one other complaint for the same system. The customer had encountered error 281 prior to starting a da vinci assisted surgical procedure. Both issues were resolved by the fse replacing the rac. No image or video clip for the reported event was submitted for review. No further system log or technical review is required as the logs were reviewed/analyzed as part of the fse's investigation. The fse tested the system for functionality, and replaced parts to investigate/resolve the reported issue. The replaced part was returned for failure analysis to determine the root cause of the reported error. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a da vinci system malfunction occurred, rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the left master tool manipulator (mtm) could not move. The customer contacted the technical support engineer (tse) for troubleshooting assistance, and the tse had the customer check for collision and system power cycle, but the issue persisted. The tse had the customer switch to second surgeon side console (ssc). The procedure continued as planned with no reported patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) followed up with the customer to obtain patient demographic information. No information were provided pertaining to the patient's pre-existing medical conditions and relevant tests/laboratory data specific to the incident.